Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the pacific plus pta balloon catheter to treat a 150mm calcified plaque lesion in the left superficial femoral artery (proximal to mid segment) with 50% stenosis, little tortuosity, and little calcification, the catheter shaft and was cracked, and blood backflushed into the balloon luer port. Artery diameter reported as 6mm. A 6fr sheath and a 0.018 guidewire were used. A non-medtronic inflation device was used. No resistance was encountered when advancing the device. A leak from the shaft was also observed. A 6 x 150mm non-medtronic balloon was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis: the customer returned one video clip and one still image for evaluation the video clip depicts a leak from the shaft of the device, the still image depicts the hcp holding the pacific plus device which is connected to a syringe, but no leak is noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.